Event description:
Patient had a bronchoscopy on (B)(6) 2016, patient tested positive for nocardia. Two other bronchoscopy patients tested positive for nocardia in the same week. Coughing up sputum and having sob. Pain in lower ribs.